Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va00p28, implanted: (B)(6) 2012, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient¿s last implant came out of their skin. It was noted this happened a week and a half before they were implanted with their new device.